Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out due to normal eri. During the procedure when the pocket was opened, the lead insulation at the proximal end had peeled back and exposed wire with tissue ingrowth. There were no lead measurements out of range and no noise on the stored electrograms. The lead was capped and replaced successfully. The patient did not experience any symptoms before, during, or after the procedure.